Event description:
Caller reported an incident of hypoglycemia requiring hospitalization within 24 hours of having attempted unsuccessfully to use the compact plus meter due to e-5. On (B)(6) 2013 around 10pm she blacked out while in the shower, fell, and fractured her shoulder. Customer's daughter called the paramedics. When the paramedics arrived just after 10pm, they tested the customer's blood glucose as 72 mg/dl. Customer was taken to the hospital, blood glucose tested as 64 mg/dl. Customer was tested again at the hospital as 55 mg/dl and was then admitted. Customer was given a soda and food while in the hospital. Customer was also given an unspecified IV. Customer was released from the hospital on 9/10/13. Customer feels fine currently other than some shoulder pain. A request was made for the return of the meter, strips, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.